Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was capped and replaced on (B)(6) 2014.

Event description:
It was reported that the atrial lead exhibited oversensing and low impedance. The lead was reprogrammed.